Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with codes for the hospital and patient. H3 other code: as the device remains implanted, no further investigation can be performed. A product history review is being performed. Further details were requested from the study coordinator, but not provided yet. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on 06/12/2024 from the viedoc study database: on (B)(6) 2022, this 74-year-old male underwent treatment for restenosis of the iliac artery. The right common femoral artery [cfa] and left cfa were accessed using a percutaneous technique. A gore® viabahn® endoprosthesis with propaten bioactive surface device was implanted successfully to the left cia [common iliac artery] and eia [external iliac artery]. The vsx device was used as a bail-out device. The vsx device was used across the inguinal ligament. Post dilation was performed and all vsx device delivery catheters were removed. There were no issues with the device and the study device was patent at the end of the procedure. In addition, three begrafts were also implanted. On (B)(6) 2022, the patient was noted to have a dissection of the left common femoral artery. A repeat intervention of the study limb was required for treatment of this event. The patient was noted to recover without sequelae. The patient was discharged home (B)(6)2022. The reintervention is noted to be done on (B)(6) 2022 and not within the study device. The study device was left in place and patent at the end of the procedure.

Manufacturer narrative:
H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the lot met pre-release manufacturing specification. As the device remains implanted, no further investigation of the device can be conducted. Neither clinical images enabling direct assessment of product performance, nor the device was returned for evaluation. The physician stated that it was very difficult to pass the occlusion, different wires, catheters and methods were used, both antegrade and retrograde. It appears that the dissection was already present. Patient with extensive history of multiple vascular procedures and a femoro-fermoral bypass in situ. With the information provided to gore, the root cause of the reported event cannot be established.

Event description:
The following was reported to gore on 06/12/2024 from the viedoc study database: on (B)(6) 2022, this 74-year-old male underwent treatment for restenosis of the iliac artery. The right common femoral artery [cfa] and left cfa were accessed using a percutaneous technique. A gore® viabahn® endoprosthesis with propaten bioactive surface device was implanted successfully to the left cia [common iliac artery] and eia [external iliac artery]. The vsx device was used as a bail-out device. The vsx device was used across the inguinal ligament. Post dilation was performed and all vsx device delivery catheters were removed. There were no issues with the device and the study device was patent at the end of the procedure. In addition, three begrafts (non-gore devices) were also implanted. On (B)(6) 2022, the patient was noted to have a dissection of the left common femoral artery. A repeat intervention of the study limb was required for treatment of this event. The patient was noted to recover without sequelae. The patient was discharged home (B)(6) 2022. The reintervention was scheduled on (B)(6) 2022, and the event was finally resolved on (B)(6) 2022. The study device was left in place and patent at the end of the procedure. Please notice that the patient had a history of a fem-fem bypass and several previous endovascular procedures because of restenosis.

Manufacturer narrative:
B5 describe event or problem was updated. It was reported that the gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device) was used as a bail-out. Additional information received from the study coordinator revealed that the reported dissection was present prior to the implantation of the vsx device. Reportedly the patient had a history of a femoral-femoral bypass and several previous endovascular procedures for restenosis in the left limb. They suspected that the dissection has occurred during a previous intervention. Therefore, the reported dissection is not a sign or symptom observed in the patient that is related to an adverse event caused or contributed to by the vsx device. The reported information therefore no longer meets the definition of a serious incident in connection with the vsx device and is therefore finally reported as a non-reportable incident. For these reasons the report is being retracted.